Event description:
Increasing lv thresholds were observed and a micro dislodgement is suspected. The physician is currently considering corrective action and all records indicate that this lead remains actively implanted. No add'l info is available. Should add'l info become available, this event will be updated.

Manufacturer narrative:
Please accept this corrected initial report in place of the previous ly sent one, which was labeled with the incorrect MFR report number (1028232-2010-02414) and pt identifier ((B)(6)). The correct numbers are included on this report.